Manufacturer narrative:
The manufacturer has contacted the author of this paper and received confirmation that no further information about this event will be shared. As such, the serial number remains unknown and the device will not be received for analysis. No further investigation is possible. As the device was not received for analysis, no investigation can be performed and the root cause of the event cannot be confirmed. Nevertheless, it is reasonable to conclude, based on the available information, that the event is attributable to structural valve deterioration of the prosthesis. Not available for return.

Event description:
The manufacturer was notified of the following event through a publication titled "early structural degeneration of mitroflow aortic valve: another issue in addition to the mismatch?" (Author: g. Ruvolo). A patient underwent mitral and aortic valve replacement due to endocarditis with (B)(6) species. The patient was treated with antibiotics, and a mitroflow dl size 25 prosthesis was implanted at the aortic site. Four years later, the patient experienced congestive heart failure due to paravalvular leak of the mitroflow dl aortic prosthesis and mitral prosthesis dysfunction, without any clinical signs of infection. The specific and non specific laboratory findings of inflammation were in the normal rage: esr is 4 mm/h (normal range, 1¿7 mm/h); crp is 5.5 mg/l (normal value <6 mg/l); pv is 1.18 (normal range, 1.05¿1.30); procalcitonin is 0.04 (normal value 0.15 ng/ml); wbc are 10.00×109/l (normal range,4.00×109¿11.00×109/l). Blood culture and urine culture were (B)(6). Tee revealed a severe reduced mobility of the aortic bioprosthesis with a moderate intraprosthesis regurgitation, a peak flow velocity above 4.7 m/sec and a mean transvalvular gradient above 45 mmhg compatible with a svd, at the same time it shows a partial detachment of mitral valve prosthesis along the mitro-aortic continuity. An emergency redo operation was performed. The intraoperative findings confirm the tee data: aortic prosthesis svd and detachment of mitral valve prosthesis along the mitro-aortic continuity. The mitroflow prosthesis and the aortic root were replaced with a composite mechanical valved conduit (23/26-mm carboseal, sorin), the mitral prosthesis with a 27-mm sorin bi-carbon prosthetic valve. At the intraoperative inspection, no signs of acute endocarditis (i.e., infected vegetations, laceration of cusp) were found on the mitroflow prosthesis, and the leaflets appeared thickened and fibrotic with poor mobility. The mitral prostheses did not show any signs of svd or endocarditis, but because the annulus was partially detached along the mitro-aortic continuity it was replaced. Upon weaning from cardiopulmonary bypass, the patient died of right ventricle failure and massive bleeding.